Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/wires exposed) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The connector had bent pins preventing insertion into the monitor receptacle. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient's belt had damaged cables.